Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. As the part and batch number information provided did not match into the system, a device history record review could not be performed. A review of complaint history revealed similar events for the listed device over the previous 12 months. The part and batch number information provided did not match into the system, however the review was performed and did not reveal similar events for the batch. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and prior actions were performed. It has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr an mi z handle acet reamer was found to be broken. Furthermore, no pieces fell into the wound. Surgery was resumed, without any delay, with a smith and nephew back up device. No patient harm was reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, (2) two mi z handle acet reamer were found to be broken. Furthermore, no pieces fell into the wound. Surgery was resumed, without any delay, with a smith and nephew back up device. No patient harm was reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals on the inner shaft near the joint of the device, there are pieces broke off. Also the visual reveal a ring in the inner shaft is broken. The entire device was returned. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and prior actions were performed. It has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.